Event description:
Small right inguinal hernia. Implanted with 3d max mesh via laparoscopic robotic route. Developed severe burning pain down leg directly after surgery. Pain persisted at 8-10 on pain scale until 6 weeks post-op. At that time pain decreased slightly (6-10 on pain scale). Managed with oral narcotics. Pain persisted at that level out to approx 3 months post-op and then began to intensify and include add'l areas such as groin and abdomen. Referred to pain specialist and eventually to (B)(6) for add'l surgery. Add'l surgery performed on (B)(6) 2017; neurectomy, adhesion release. Slow but steady improvement as of (B)(6) 2017.